Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due to oversensing of noise which lead to inappropriately stored atrial tachy response (atr) events. It was noted that the ra impedance measurement was high and out of range at 2200 ohms. A revision procedure was performed where the ra lead was tested on a pacing system analyzer (psa) and yielded the same high out of range impedance measurements. Subsequently the lead was surgically abandoned. A new lead was successfully implanted and no additional adverse patient effects were reported.